Event description:
Arjohuntleigh received a complaint where it was indicated that stitching inside of the loops were loose - "open seam." No injuries were reported as consequence of the event - "no patient involved." Ref MFR # 3007420694-2014-00048.